Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the latitude ev stem loosened 5 years after implantation, maybe due to much weight bearing elbow. Second finding was the movement off the spool relative to the humeral stem; could this cause stem loosening. The patient underwent a revision surgery.

Manufacturer narrative:
H6: he complaint devices were returned for investigation. The returned devices appear to be in excellent condition. A white substance, which appears to be bone cement, is stuck to the humeral stem. There are three small patches at the proximal end of the humeral stem where the plasma coating is damaged. Also noted, on the ulnar cap were some cuts and gouges. All the observed damage is likely to have occurred during implant removal and/or subsequent decontamination. The reported issue of micro-motion of the humeral spool was confirmed during observation of the returned devices as well. Photos of x-rays were sent but the failure mode noted in the complaint could not be confirmed from the x-rays. The failure mode in the event description is assumed to be accurate.

Event description:
It was reported that the latitude ev stem loosened 5 years after implantation, maybe due to much weight bearing elbow. Second finding was the movement off the spool relative to the humeral stem;could this cause stem loosening. The patient underwent a a revision surgery.